Event description:
It was reported that the distal bell or flange tip of the exeter plug introducer is larger in diameter - circumference than the 10mm exeter plug. Surgeon had to use a straight distal tip for the exeter plug introducer.